Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl). The patient reported the omnipod personal diabetes manager (pdm) would not turn on and the patient was unable to deliver a correction. As treatment, the patient received infusions of insulin and saline solutions (6 units, 2 times). The patient also received 6-7 units of long term and short term insulin. The patient was discharged from the hospital after 1 day.